Event description:
It was reported that a home patient experienced some air in the line without an alarm during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The customer reported that there was air in the patient line. During troubleshooting, it was determined that the patient connected before completely priming the line. The technical service representative reviewed proper procedures and assisted the patient in ending therapy. The patient was to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected before completely priming the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.